Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Pt called wondering if we can turn off their device for them as they forgot their equipment. The reason for call was patient stated they have been having problems when they are driving and gets zapped throughout the body. Patient stated they keep getting a shock through their whole body and noticed when driving longer distances. Patient said they changed the lumbar support and speed to see if that would help but that didn't make any difference. Patient mentioned one time they jerked the steering wheel because they was feeling the shock. Patient was driving right now for an appointment and it was an hour drive and it happened again and they realized they forgot their phone at home to turn off the device. The issue started like a week and a half ago. The patient was redirected to their healthcare provider to further address the issue and check the system.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.